Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. There was no harm to the patient as a result of the false negative outside of seeking additional testing. The IFU for the metrix covid/flu test informs the user in the case of a negative result: "a negative result indicates that sars-cov-2 (the virus that causes covid-19), flu a, and flu b were not detected in the sample. However, it is possible for this test to give a negative result that is not correct (false negative) in some people with viral infection. Negative results do not preclude sars-cov-2/flu a/flu b infection and should not be used as the sole basis for treatment of an individual, including infection control decisions. If an individual has symptoms, contact a healthcare provider for additional testing." The device was not returned to the manufacturer for investigation. The root cause for a false negative result cannot be determined after the device has been used to run a test. As part of the investigation, the potential root causes were reviewed to ensure they were captured in the risk assessment and the risk was found to be acceptable. Reports of false negatives will continue to be monitored.

Event description:
The user reported a false negative result was obtained with the metrix covid/flu test because a subsequent contradictory test result was received. Clinical factors or medical history of the subject at the time of the test was unknown. The user reported the contradictory test result came from a lab pcr test.